Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01380.

Event description:
The patient was undergoing a coil embolization procedure in the right vertebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed ten non-penumbra coils and five smart coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually pulled the pull wire of the smart coil pusher assembly; however, the smart coil did not detach. The physician then decided to remove the smart coil; however, during retraction, the smart coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached coil was removed and the detached coil washed out. The procedure was completed using the same microcatheter and two other coils. There was no report of an adverse effect to the patient.